Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. The patient had her right hip replaced by the surgeon at royal oak beaumont campus on (B)(6) 2014 where a srom total hip system with a pinnacle cup was used. The patient has experienced pain and discomfort on her right side in the hip. She told the surgeon the hip has never really felt good and has lived with the pain and discomfort but decided recently that she would like this corrected if possible. The surgeon decided that he would revise her hip after reviewing xrays and exhausting other non-surgical alternatives. The right hip radiographic analysis indicates the implant used may have too much offset causing pain and discomfort. During the revision surgery the srom 16x11 36+ 6 lateralized stem was explanted along with the 32mm + 0 srom hip ball, 50mm sector cup, 6.5mm x 30mm dome screw, and a 50mm x 32mm +4 10 degree liner. Hip ball. The 16 d large sleeve was left implanted. A 16x11 30 std neck srom stem was trialed and implanted with a 28mm + 3 hip ball. A competitor acetabular component was implanted with a dual mobility construct. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Affected side: right hip.